Event description:
It was reported that two days post a coronary drug eluting stenting treatment procedure, thrombosis occurred. The physician implanted a 2.75x24mm taxus express2 drug eluting stent in the mid circumflex (cx) at 16 atms for 30 seconds twice. There was no predilation or post dilation of the lesion. The patient's enzymes were "off" and the patient remained in the hospital for one extra day and was then discharged. One day after discharge, the patient presented at the emergency room of another facility and a thrombosis was found. Ejection fraction was 20%. Further information has been requested but has not been received.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.